Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no relevant alarms were recorded to confirm complain code. Proceeded with the following testing to assure proper functionality of the unit. Displacement test, displacement accuracy test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, serial number label missing and cracked keypad overlay. In conclusion, customer concern was not confirmed in download history or during testing. No low battery alarms or unexpected battery power loss noted. Unit was tested successfully. Cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer reported, crack on the pump, charge/battery lasts less than expected, label was missing. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia. Which did not require treatment. The event involved product(s) mmt-242a, mmt-1880, mmt-332a. The customer does not feel ok to troubleshoot. It was unknown, whether the insulin pump was utilized within 48 hours of the event. It was unknown, whether the automode feature was active or not. No further patient complications were reported. No product return is required for mmt-242a. The customer will discontinue the use of the insulin pump. Mmt-1880 was requested. And customer response was, the device will be returned. No product return is required for mmt-332a.